Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 26.5 mmol/l at the time of the incident. Customer was treated it by changing infusion set. Customer also reported pump error alarm, was able to clear it and rewind the insulin pump. Performed self-test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.